Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Event description:
It was reported that the device interrogation measured 2.02 volts, but it was not at eri. A review of carelink data transmitted one week later showed battery voltage of 2.88 volts. The device remains in use. No patient complications have been reported as a result of this event.